Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced part numbers pressure transducer and temperature sensor. The fse operated iabp at 120bpm for 2.5 hours and could no longer duplicate a system over temp alarm. Performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is showing system over temperature message and pump went to standby and console ": locked up". Unit was switched to a different console. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.